Manufacturer narrative:
The sensor was successfully removed during the second removal attempt on (B)(6) 2020.

Event description:
On (B)(6) 2020, senseonics was made aware of an incident where the physician was unable to remove the sensor on the first attempt made.